Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
This report was accidently created as a complaint but was only a request for preventive maintenance on the unit, which has been performed. The underlying cause of the reported event was not a malfunction, failure, or change in the characteristics or performance of the device, or inadequate labelling/instructions for use.

Event description:
Manufacturer's ref #: (B)(4).